Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that they were having problems with no delivery alarms from the insulin pump. The customer just got the new insulin pump and had to change the infusion set. They tried changing the insertion site around but they would still keep getting no delivery alarms. The customer states that the insulin in the vial was milky in appearance. The customer's blood glucose level was around 300 mg/dl to 500 mg/dl. The customer did not mention how they treated their blood glucose. The insulin was able to exit during the manual prime test without incident. It was also noted during troubleshooting that the no delivery alarm was caused by an infusion/reservoir occlusion. The customer will be sent a replacement set.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir & connector into a insulin pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.